Event description:
Customer reported that an employee fell and fractured arm due to lubricant that had leaked out of washer. Inspection of the unit revealed a crack in lubricant detergent hose that allowed lubricant to leak.